Event description:
Procedure type: lap chole. Patient gender: unknown. According to the reporter: when surgeon attempted to clip vessel, the device did not deploy a formed staple. A part of the device between the jaws advanced forward and severed the vessel. Surgery was converted to open procedure to control the bleeding and complete the case.